Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed compromised force sensor system. The insulin pump was also missing the end part that hooks into the reservoir. The patient's blood glucose at the time of incident was 180 mg/dl. Troubleshooting was initiated for the compromised force sensor system alarm. The alarm occurred during the rewind and prime sequence. The customer was advised to rewind once more, but he was unable to perform the priming phase. Insulin squirted all over as well. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion due to slightly loose drive support disk. However, the operating currents are within specifications and passed self-test, a21 error test, rewind and displacement test. The insulin pump was received with cracked case at the display window corners, minor scratches on lcd window. No damage to reservoir tube noted.